Event description:
Difficult telemetry. Is not on file for text copy. Enter text.

Manufacturer narrative:
Device was operating in eri pacing mode during incoming goods check, with eri having occurred on 08/03/2006. Pacing parameters were: vdd/1.6 v/1.1 ms/2.5 mv, unipolar pacing/bipolar sensing. Further analysis of the device has shown that the electronics circuit functions according to spec. There are no increases in current uptake, also not intermittently. The battery turns out to be partially discharged after 65 mos of operating time. Expected operating time until eri, taking into account all existing data, is 58 months for this type of pacemaker (3.6v, 0.4 ms, other parameters in the factory settings program, and 100% pacing). Operating time of the battery depends on various factors, such as the lead impedance and the set modes (e.g., cls). As protection against possible negative consequences of insufficient battery voltage, 2 safety mechanisms that work independent of each other are implemented in inos pacemakers. They can become detectable during f/u of devices with weakening batteries. Pacing takes place during the battery/lead test, where it is determined whether the battery voltage is still sufficient for the subsequent f/u tests. This assessment is based on the current battery voltage and the set pacing parameters and, depending on its result, can lead to blocking the pacing threshold test or the iegm and sensing test. In such cases, a respective message is displayed on the programmer. To decrease current consumption when the battery is already weak, a second algorithm switches to another communication protocol. In this, the communication between pacemaker and programmer is slower than usual. As a consequence, the f/u will be noticeably longer. No warning regarding this fact is displayed on the programmer. Both mechanisms work independent of the eri detection of the devices. Thus, the f/u can already be affected before eri is reached. In summary, the analysis was unable to find any mfg or material defect. The pacemaker operates in eri pacing mode, which results in limitations, but these pose no risk to the pt.